Event description:
Additional information was provided. The intended unspecified diagnostic procedure was completed using the subject device and there was no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the start of pre-cleaning, which was properly implemented. During the pre-cleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. The user wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The air/water nozzle/channel was flushed with detergent solution. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material. Upon further analysis, the material was identified as a mixture of silicon, a kind of silicic acid, carboxylate salt, hydroxide (iron rust), and protein. The silicon may have come from the packing at the air/water feeding valve, packing at the water feeding tank port, or a compartment of the injection tube. It is likely, due to breakage or deterioration, the silicon rubber fell off and clogged the nozzle. The silicic acid, carboxylate salt, and hydroxide (iron rust) were likely from a chemical solution and the protean from a human. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: medical corporation: (B)(6). During inspection and testing, the reported issues (issue with down bending angle and insertion site tortuosity issue) were confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the physician discovered an issue with down bending angle and insertion site tortuosity issue while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was found in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.